Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple pockets failed, unable to recover. Customer stated that they were not showing in the drawer configuration. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets were failed, unrecoverable and not shown in the drawer configuration. A field service engineer cleared the debris from the row boards and the bottom of the drawer, then reseated the row board connections, tested in hardware test application and medstation application to resolve. The system functioned as intended after the field service engineer repaired the device.